Manufacturer narrative:
(B)(4).

Event description:
It was reported that review of the electrocardiogram revealed that the patient's rhythm skipped a beat and dropped to 35 beats per minute every hour. Testing revealed that the pulse generator exhibited a diagnostics anomaly resulting in intermittent loss of right ventricular output. The device was reprogrammed which resolved the issue. The condition of the patient was good after reprogramming.